Event description:
The customer returned this shaver with a request for repair. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for repair. During testing, the on/off button did not function. Further investigation found the device has the potential to run its own related to pc board failure. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this failure mode. There are no reported injuries associated with this failure mode.